Event description:
Center screw on reverse baseplate would not seat. Drilled up to 4.2 mm to get screw to seat.

Manufacturer narrative:
An event regarding difficulty seating a reverse shoulder baseplate and center screw was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no products were provided for inspection. -medical records received and evaluation: not performed as patient medical records were not provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no device was provided for inspection and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Center screw on reverse baseplate would not seat. Drilled up to 4.2 mm to get screw to seat.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device was implanted.